Manufacturer narrative:
The device will be returned to the manufacturer for investigation.

Event description:
The surgeon encountered an unknown black substance coming out from the 3002.m (sn (B)(4)).

Event description:
The surgeon encountered an unknown black substance coming out from the 3002.m (sn (B)(6)).

Manufacturer narrative:
With regard to this complaint, one phaco featherlight micro phaco emulsification/fragmentation hand piece was received for investigation. Though the hand piece shows normal signs of wear, careful visual inspection revealed no loose (metal) particles or damage to the screw thread or the edges of the instrument. After visual inspection, the hand piece was connected to eva and placed in a cup to see if any particles were released during use. To detect any aspirated particles, a filter was placed in the aspiration tubing of the hand piece. Examination of the filter and the water in the cup after testing revealed that no particles of any kind were released. Since the particles that were removed from the eye were not received, a thorough investigation to determine their origin could not be conducted.

Manufacturer narrative:
The device will be returned to the manufacturer for investigation. Complaint article was recently received by d.o.r.c. Investigation is initiated and ongoing. No appropriate corrective/preventative actions can be taken until the investigation is competed. Investigation is initiated and ongoing.

Event description:
The surgeon encountered an unknown black substance coming out from the 3002.m (sn (B)(6)).